Event description:
The manufacturer received information alleging a bipap a40 pro ventilator inoperative condition occurred. There was no harm or injury reported. The customer stated, the machine turned itself off and then back on again around 3am. There was no alarm prior to turning off but the device beeped when it restarted. The device also alerted machine/ventilator inoperative. The customer restarted the device 10 to 15 minutes later and the issue repeated so the patient did not use the device overnight. The customer states the logs appeared to be corrupted around the time of the event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a bipap a40 pro ventilator inoperative condition occurred. There was no harm or injury reported. The customer stated, the machine turned itself off and then back on again around 3am. There was no alarm prior to turning off but the device beeped when it restarted. The device also alerted machine/ventilator inoperative. The customer restarted the device 10 to 15 minutes later and the issue repeated so the patient did not use the device overnight. The customer states the logs appeared to be corrupted around the time of the event. The device was returned to a third-party service center for evaluation. At this time, no information has been received on details of the investigation of the device, and a warranty replacement has been approved. A final report is being submitted. If any additional information is received, a supplemental report will be filed. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported. The bipap a40 pro (gbx3100h19) is substantially similar to the bipap a40 and will be reported in the united states under bipap a40, 510k number: k121623.